Event description:
It was reported to medtronic neurosurgery that the pt's shunt began leaking 10 - 14 days after being implanted, and that it was therefore explanted.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. Additional patient/ device info: it was later reported by a family member of the pt that the surgical site was slightly swollen and was leaking following the initial procedure. According to the report, the physician informed the pt's family that a small amount of leakage was not uncommon following the procedure. Reportedly, as time passed, it continued to leak and swelled to about the size of a baseball. The report states that the pt began experiencing headaches, difficulty balancing, a decrease in cognitive function, memory problems, difficulty speaking, and that their essential tremors, a condition they received treatment for independently of their hydrocephalus, resurfaced. Allegedly, these symptoms became more pronounced over time to the point where the pt was incapacitated. The report also states that the pt had several visits with their physician regarding their symptoms during this time, and that the physician their symptoms during this time, and that the physician believed the shunt needed to be adjusted but was otherwise functioning correctly. Reportedly, the physician made several adjustments to the shunt's pressure level setting during these visits. The report states that on (B)(6) 2013, a cat scan was performed which showed the pt's ventricles had collapsed, and that the physician adjusted the pressure level setting to pl 2.5. According to the report, another cat scan was performed on (B)(6) 2013, which showed the pt's ventricles remained collapsed, and that the shunt was therefore revised. The report states that following the revision procedure, the pt was doing much better and was back in normal health for a (B)(6). According to the report, the pt's family was displeased that the physician had waited so long to revise the implanted device given the severity of the symptoms that the pt had experienced.

Manufacturer narrative:
The returned shunt was patent, and met the requirements for leak testing. Therefore the conditions of the complaint could not be replicated by laboratory personnel. It is unknown what caused the reported event. However, the valve did not meet the requirements for reflux, pressure-flow, and preimplantation testing due to proteinaceous debris within the valve. Debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. Additional patient/device information: it was later reported by a family member of the patient that the surgical site was slightly swollen and was leaking following the initial procedure. According to the report, the physician informed the patient¿s family that a small amount of leakage was not uncommon following the procedure. Reportedly, as time passed, it continued to leak and swelled to about the size of a baseball. The report states that the patient began experiencing headaches, difficulty balancing, a decrease in cognitive function, memory problems, difficulty speaking, and that their essential tremors, a condition they received treatment for independently of their hydrocephalus, resurfaced. Allegedly, these symptoms became more pronounced over time to the point where the patient was incapacitated. The report also states that the patient had several visits with their physician regarding their symptoms during this time, and that the physician believed the shunt needed to be adjusted but was otherwise functioning correctly. Reportedly, the physician made several adjustments to the shunt¿s pressure level setting during these visits. The report states that on (B)(6) 2013, a cat scan was performed which showed the patient¿s ventricles had collapsed, and that the physician adjusted the pressure level setting to pl 2.5. According to the report, another cat scan was performed on (B)(6) 2013, which showed the patient¿s ventricles remained collapsed, and that the shunt was therefore revised. The report states that following the revision procedure, the patient was doing much better and was back in ¿normal health for an (B)(6) year old.¿ according to the report, the patient¿s family was displeased that the physician had waited so long to revise the implanted device given the severity of the symptoms that the patient had experienced. On (B)(6) 2013, it was discovered that the field of the initial MDR submitted for this event contained an error. The information has been corrected with this report. (B)(4).